Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose and insulin pump had tone, vibrator or motor did not have power available when needed. The customer¿s blood glucose level was 23 mmol/l. Customer was able to clear the alarm. Customer was performed self test and it was passed. Customer stated that fill cannula was recorded in daily history. Customer's other blood glucose was 37 mg/dl. The insulin pump will not be returned for analysis.